Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio flex meter was experiencing a battery indicator issue. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at 7:47am on (B)(6) 2019, when, after replacing the batteries of the subject meter, the meter would not power on. The patient manages his diabetes with insulin ¿ self adjuster and he reported that, because he was unable to obtain a blood glucose due to the alleged power issue, he ¿ate breakfast¿. The patient reported that ¿2-3 hours¿ later he began to develop the symptoms of ¿really thirsty and frequented the restroom¿. He reported that, in response to these alleged symptoms, he added ¿10 units¿ of humalog to his next dose of insulin. During troubleshooting, the csr verified that there was no product misuse associated with this complaint, this was not the first time the patient had used the subject meter and the subject meter¿s batteries did not need replacing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to obtain a blood glucose result due to an alleged power issue with the subject meter.